Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an 17mm amplatzer septal occluder was used with a 10f amplatzer torqvue delivery system. When the device was deployed, it formed a cobra shape. The device was removed and a 17mm amplatzer septal occluder (lot # 6791355) was successfully implanted with an oscor steerable 8.5 f sheath. There were no significant delay in procedure time. The patient was hemodynamically stable throughout the procedure and no patient effects were reported.